Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Stephanie had slept with a heating pad near the pump prior to the malfunction. Technical support provided instructions for resetting the pump, which stephanie did prior to contacting them. The issue did not reoccur, and technical support advised her to continue using the pump but to call back if the problem happened again.